Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced with eye strain and intractable double vision. The lens was exchanged for another monofocal lens model 10 months 15 days following the initial procedure. Clinical reason for explant was mentioned as patient had peripheral corneal scarring for which it was felt this would not affect his vision with a toric iol. He did not tolerate this despite glasses and contact lenses. Additional information has been requested.